Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump started vibrating then stopped working. The customer's blood glucose was 6 mmol/l at the time of incident. The customer stated the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.